Event description:
Caller reported a cgm error, specifically error 42, during their sensor session. There was no adverse impact to the customer's blood glucose level as normal sensor operation resumed. Technical support assisted the caller by providing information for a complete pump reset and guided them through the process, after which the cgm error was resolved and the sensor session successfully started.